Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed all three tube holders were contaminated. Invalid syringe size found in pump event history log. During functional testing using the flow test the reported issue was unable to be duplicated the size was within factory specification and there were no calibration issues. There was no root cause as the device operated within specification. Replaced size pot as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was failing to recognize the syringe size. No patient injury was reported.